Event description:
Crew responded to a cardiac arrest, pt down when the crew arrived. Disposable defibrillation electrodes attached to the pt and the device was switched to paddles lead. The device indicated connect eletrodes. The device operator attached ECG electrodes to the pt, the pt was diagnosed as pea. Resuscitation efforts were started, the pt's heart rate dropped to 20 bpm and pacing was attempted. The device was switched back to paddles lead and the device indicated connect electrodes. The device operator unplugged and reattached the electrode set from the therapy cable. The message cleared and pacing was started. Intermittently during attempts to pace the device would stop pacing and indicate connect electrodes. The operator attempted disconnecting the electrode set or the therapy cable to correct the message, and restart pacing. CPR and resuscitaiton efforts had been continued during the attempts to pace. The pt was not resuscitated. The reporter stated the pt's outcome was not due to device operation. The reporter's opinion was based on the patient's lack of response to resuscitation efforts.